Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
A registrar was completing a dhs. When inserting the lag screw it appeared to become loose from the inserter. They then tried to put the plate over the lag screw and it would not go over the lag screw. A consultant was called and they came to theatre to help. They then removed the 100mm lag screw and replaced it with a 105mm lag screw. They completed the case with no adverse consequences to the patient. It added around 1 hours operating time to the procedure. The dhs lag screw was inserted using the 1 step insertion technique.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
A registrar was completing a dhs. When inserting the lag screw it appeared to become loose from the inserter. They then tried to put the plate over the lag screw and it would not go over the lag screw. A consultant was called and they came to theatre to help. They then removed the 100mm lag screw and replaced it with a 105mm lag screw. They completed the case with no adverse consequences to the patient. It added around 1 hours operating time to the procedure. The dhs lag screw was inserted using the 1 step insertion technique.